Event description:
Customer reported that a pt presented with suture that had not absorbed at an unspecified time following conjunctival surgery. The pt underwent surgical removal of the suture. No further info was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.